Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 5 segments: connector portion measuring 19 cm, middle portion measuring 57cm, middle portion consisting of two pieces of inner coil only measuring 30.5 cm, and the distal portion measuring 15.0 cm. External insulation abrasion was noted at 8.0 to 8.8 cm from the cut end of the middle portion of the lead exposing the outer coil, consistent with lead friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.